Event description:
Case #: (B)(4). Case subject: npi 8015 error display 200.5040. Account name: (B)(6) hospital. Account #: (B)(4). Asset name: 8015ls pcu dom v9.33.1.2 a/b/g/n. Contact: (B)(6). Patient or user involvement: no. Patient or user harm: no. Customer receives device error 200.5040 when attaching module to 8015 (s/n (B)(6) ). Case resolution: customer has found device (s/n (B)(6) ), needing operate firmware to downgrade from version 9.33. Check the setup of system maintenance firmware in the network configuration package. Explained to customer to step through the flash task in system maintenance. Customer mentions their 8015 devices have version 9.19 operate software. Explained to customer through I would be forwarding their contact information to our contracts department. They will be contacting them shortly, to send replacement point of care software. Device connected to flash task successfully. Customer will call back if any further issues and/or concerns. End call.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8015 error display 200.5040.. Technical support - customer has found device (s/n (B)(6) ), needing operate firmware to downgrade from version 9.33. Check the setup of system maintenance firmware in the network configuration package. Explained to customer to step through the flash task in system maintenance. Customer mentions their 8015 devices have version 9.19 operate software. Explained to customer through I would be forwarding their contact information to our contracts department. They will be contacting them shortly, to send replacement point of care software. Device connected to flash task successfully. Customer will call back if any further issues and/or concerns. End call. A review of the device history record for sn (B)(6) was performed from 08/04/2016 to 9/3/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Tech support - explained to customer to step through the flash task in system maintenance the customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
The customer¿s reported problem was confirmed. No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A review of the device history record for sn (B)(4) was performed from 08/04/2016 to 9/3/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that an error of 200.5040 was displayed. There was no reported patient involvement.